Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to the emergency room and then hospitalized due to high blood glucose on september 26, 2019 with blood glucose of 687 mg/dl. Customer reported that battery died and battery compartment was damage. The customer was treated with insulin drip and fluids. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error and multiple sequential pump error 53 alarm in the long trace, problem isolated to the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). The test p-cap locks properly in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer went to the emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 687 mg/dl. Customer reported that battery died and battery compartment was damage. The customer was treated with insulin drip and fluids. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.